Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 5.1, lab: 3.5. (B)(6) 2011, 4.7, 3.9. Pt's therapeutic range: 3.0-4.0 inr.